Event description:
This report addresses the issue of use error- reuse of supplies. During troubleshooting for an alarm on the homechoice (hc) during drain 4 of 5, the home patient (hp) stated that the hp had problems with therapy that morning and disconnected. The hp was attempting therapy again. The technical service representative (tsr) explained the hp would had absorbed solution and would had difficulties completing therapy. The tsr advised the hp end therapy and start over with new disposables but the hp insisted on finishing the therapy with the same supplies and was requesting a bypass to fill. The tsr assisted the home patient to bypass to fill but insisted the hp begin with new disposables with new therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted.this complaint for a report of a use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.